Event description:
Patient was scheduled for a pc shock cardioversion using the programmer to break an afib episode. Physician performed a manual shock and the pc shock broke the afib rhythm. However, immediately after the pc shock the device started sensing noise on the lead causing a detection, diagnosis of vf, and delivery of inappropriate shock. Review of the egms suggests an insulation problem. The lead was later explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.